Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) experienced abnormal shutdowns with associated service code 107. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon service eval, service code 107 (abnormal shutdowns) was discovered. The cause for the abnormal shutdowns is a defective belt receptacle. The root cause for the defective belt receptacle cannot be positively identified but is likely excessive force. The last pt to use this monitor did not report any deficiencies.